Event description:
A power source alert 07 was reported. There was no reported adverse impact to the customer's blood glucose level. After attempting to charge the pump using the wall adaptor for at least 30 consecutive minutes, the issue was resolved, and the pump began charging without requiring further assistance.